Event description:
The toshiba CT scanner was under repair by the toshiba technician due to a failed monitor and history of other problems. It was tested by the technician and approved to be used by a patient. Seconds after a patient's scan was completed the top right vent of the scanner's gantry shot out sparks and smoke. The patient was unharmed and immediately removed from the scanner. According to the toshiba representative, the insulation on the wire was worn down. The technician extinguished the fire. Diagnosis or reason for use: CT of chest.